Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021 during foot reconstruction procedure. Silver piece of the 2.0/2.4 depth gauge broke off mid procedure while measuring for a screw. No adverse effects or delay of procedure. Needs replacement. It is unknown if there were fragments generated. It is unknown if the procedure was successfully completed. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity: 1). This complaint involves 1 device. This report is for 1 depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 1 for (B)(4).